Manufacturer narrative:
Reported event: an event regarding crack/fracture involving a unknown implant triathlon femoral component was reported. The event was confirmed via photographs supplied and medical review. Method & results: product evaluation and results: the reported device was not returned however photographs were provided for review. The photographs note the following: photograph provided showed a recently explanted femoral component fractured across the threaded area of the femoral component with the wall of the coned area breaking away and two fragments of the coned area also been photographed. Clinician review: a review of the provided medical records by a clinical consultant indicated: "conclusion of assessment: this inquiry reports a case of a ts femoral component that fractured at the housing of the femoral component/stem assembly. The stem appeared to be intact. I can confirm that this event took place since I was able to review the photos of the reported fracture. Regarding the possible root cause of this event, I cannot determine it with certainty. Etiology of fracture of this portion of a ts femoral component multifactorial including assembly technique, surgical and cementing technique, supporting bone, and patient factors including lifestyle, activities, and weight. Product history review: could not be performed as the device lot details were not provided. Complaint history review: could not be performed as the device lot details were not provided. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Further information such as pathology reports, pre- and post-operative x-rays and the primary operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If devices and / or additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
Stryker rep reported a broken ts femoral component.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Device not returned.

Event description:
Stryker rep reported a broken ts femoral component.